Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis and a blood glucose of 1,200 mg/dl. The customer was treated with insulin drip. Prior to the hospitalization, the insulin pump alarmed no delivery. During troubleshooting for the occlusion, moisture was identified in the tubing cap. Additionally, the customer's reservoir was a smaller size than what would normally fit into their model of insulin pump. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08740 inches. No excessive no delivery or motor error alarms noted. The motor was tested outside the device and passed. No cosmetic damage noted. Additional information has been received which was not included with the initial report. The information has been provided with this report. The initial report and or supplemental report had the incorrect incident date. The correct aware incident is june 1, 2018.

Event description:
It was reported via phone call that the customer's weight has been changed to 0155.